Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('foreign material was removed, small piece remained behind') and medical device removal ('foreign material was removed from my body') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("foreign material was removed, small piece remained behind") and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage, medical device removal and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('foreign material was removed, small piece remained behind') and medical device removal ('foreign material was removed from my body') in a female patient who had essure (batch no. Ct51346-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("foreign material was removed, small piece remained behind") and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage, medical device removal and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. Lot number ct51346 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2020: updated quality-safety evaluation of ptc. We received a lot number for this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('foreign material was removed, small piece remained behind') and medical device removal ('foreign material was removed from my body') in a female patient who had essure (batch no. Ct51346) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("foreign material was removed, small piece remained behind") and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage, medical device removal and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2020: lawyer was added as reporter. On 18-nov-2020: lot number was added. We received a lot number for this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('foreign material was removed, small piece remained behind') and medical device removal ('foreign material was removed from my body') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("foreign material was removed, small piece remained behind") and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage, medical device removal and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.